Event description:
The customer reported to olympus that while using the video system center, the lamps were in the wrong positions, and there was a flat connector problem where the connector was broken and could not be connected; also, customer reported the video connector receptacle was faulty. The issue was found during reprocessing, there was no procedure involved and no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty receptacle; this was attributed to noise that appeared on the image; the broken video cable connector was also confirmed. The buttons on the front panel were also found to be aging and scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon ¿error code e116¿ was confirmed, and it occurred due to faulty receptacle (ssd) of the motherboard. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.